Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred during drain 1 of 4, while the hp was connected. The registered nurse (rn) stated that the hp had disconnected from the hc in order to use the restroom. The hc had alarmed right after the hp had reconnected. The technical service representative (tsr) explained the alarm and assisted the rn with clearing it by cycling the power. The hc alarmed with a system error 2367, which was a cascading alarm, and this was also cleared. The tsr advised the rn to start the therapy over using all new supplies, as the supplies from the current set up were compromised. There was no report of adverse event associated with this report. No additional information is available at this time.